Manufacturer narrative:
Continuation of d10: a2dr01 ipg implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited a decrease in p wave amplitudes on lead trends and undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes, noted on stored electrograms (egm). Does not appear to alter device detection or termination of at/af events. Non-sustained ventricular tachycardia events possibly misclassified due to atrial undersensing. It was also noted that the right ventricular (rv) lead exhibited short v-v intervals. Both leads remain in use. No patient complications have been reported as a result of this event.